Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion being treated was located in the moderate tortuous and calcified right coronary artery (rca). The physician could not cross the lesion with a 3.5x20mm taxus element stent. Resistance was encountered and the device was removed outside the patient's body. The physician noticed the stent got flared. The procedure was completed with a 3.5x24mm taxus element stent. No patient complications were reported and the patient's status is good.